Event description:
Related manufacturer reference number: 2017865-2023-50474, 2017865-2023-50481, and 2017865-2023-50483. It was reported the patient presented for evacuation of pocket hematoma. The physician took cultures for the atrial lead, right ventricular lead, and left ventricular lead and infection was confirmed. All three leads and the pacemaker were explanted. A new single chamber pacemaker was implanted with a new right ventricular lead on (B)(6) 2023. The patient was recovering after the procedure.